Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing oversensing inhibiting pacing. Programming changes were performed. The patient was in stable condition.